Manufacturer narrative:
The device is not under service contract. Dräger was contacting the user facility for the purpose of obtaining additional information. It could be determined which error code the device has posted during the event. From this information could be derived that the issue was the recurrence of a problem which is known from isolated earlier instances. An increased read and write activity of the microprocessor system may cause an error in the device-internal communication, caused by unfavorable microprocessor bus configuration. The consequence is that the system triggers a reboot to overcome the stuck software processing. The device alerts the user to the reboot and opens the airway system to ambient to allow spontaneous breathing. The reboot sequence will typically be completed after 12 seconds; the ventilation will be continued afterwards with the last valid settings. The bus configuration may be altered in service mode - dräger has informed its world-wide service organization in 2020 about the issue and how to solve it. A third-party service provider like used by the owner/operator of the device involved in this event may not have this information but alternatively may replace the control board by a new version which has the improved bus configuration as factory settings.

Event description:
It was reported that the device posted an alarm during use and performed a reboot. Ventilation was continued afterwards but the users replaced the device in a controlled maneuver in abundance of caution. No patient consequences have reportedly occurred.